Event description:
During an orthopedic knee procedure, two meniscal scissors broke at the jaw when trimming the meniscuses. A third scissor was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
Visual magnification inspection of both scissors showed sign of pitting and corrosion. Breakage of both jaws have occurred over a period of seven years. Routine inspection of instruments after use would have detected the worn instruments and the need to replace. Letter to customer will address care and handling. One of the scissors was missing the lot code. The lot code was worn off the surface.